Event description:
Per the audiologist, the pt contracted bacterial meningitis in 2008. The pt was still hospitalized as of nine days later, the date of this report. Reportedly the pt had not received a meningitis vaccination prior to receiving her cochlear implant. Further info has been requested. The importance of vaccination info was stressed.

Manufacturer narrative:
This type of event is addressed in the device labeling.